Event description:
It was reported that this right ventricular (rv) lead has recently displayed increased, out-of-range shock impedance measurements (125 ohms). The device data was forwarded to technical services (ts) for review. Ts recommended evaluating the rv lead in-clinic via isometrics or potential diagnostic imaging. Commanded shock testing was also discussed, but the physician did not seem keen to perform the shock testing as the impedance was not extremely elevated. Ts mentioned that the shock impedance alert threshold could be raised to prevent further alerts. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.